Event description:
The customer reported the system would reboot itself. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board coin battery and adjusted the 5 volt power supply. The system operates as intended.